Manufacturer narrative:
Spacelabs field service engineer (fse) visited the site and evaluated the antenna system for the possible cause of the transmitter losing its connection to the receiver module. The fse verified the antenna spacing was within specification. However, the hospital did have a unique feature of foil-backed ceiling tile installed at its facility. The fse readjusted the antenna system again to increase overall antenna gain. After adjustment, the fse confirmed that squelching is no longer an issue. No one has been injured as a result of this issue. The fse confirmed with the biomed that no further squelch has been reported. This initial report is considered final and spacelabs considers the issue is closed.

Event description:
Spacelabs received a report that a telemetry system was experiencing excessive squelching (losing its connection to the receiver module) in some rooms. The biomed stated that he feels there may be a patient risk from the excessive squelching.